Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 345 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation was unable to determine a failing component but found that the user's experience may not have entirely been environmentally related due to an experience of system error 345 during baxter's functionality testing. The upstream and downstream sensors were replaced in the interest of the customer.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.